Manufacturer narrative:
The cooltone¿ device is an electromagnetic muscle stimulation device indicated for improvement of abdominal tone and strengthening of the abdominal muscles and buttocks. The electromagnetic field induces a current of sufficient amplitude and duration to ultimately stimulate supramaximal muscle contractions. These contractions might have led to repositioning of iud.

Event description:
Abbvie received a report on 5/31/2023 ((B)(4)): a provider reported to allergan that a patient received a cooltone treatment to the abdomen on (B)(6) 2023 and presented with "strong abdominal contractions that sucked her [plastic skyla] iud up further into her uterus". The patient was in extreme pain and ended up going to the ER to have it repositioned" 1 day post treatment.